Manufacturer narrative:
The investigation was completed on 02-jun-2024. It was reported that a patient underwent an atrial fibrillation procedure with a carto® 3 system. There was a map shift that was noticed after they reinserted the octaray catheter into the body. No errors on the carto® 3 system and the patient had not moved. They noticed the map was completely wrong so they remapped with the octaray catheter. The biosense webster field representative confirmed that a map shift did not occur in following cases. The issue was not duplicated since then. The complaint history of the system was reviewed, and no more similar problems were found since the issues occurred. The system is ready for use. An investigation was initiated by the manufacturer to investigate the issue. During the investigation, it was found that the reported map shift was related to patient movement despite the caller's report. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." Issue is related to user error. A manufacturing record evaluation was performed for the carto 3 system # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto® 3 system and a map shift issue occurred with no error message and no patient movement. There was a map shift that was noticed after they reinserted the octaray catheter into the body. No errors on the carto® 3 system and the patient had not moved. They noticed the map was completely wrong so they remapped with the octaray catheter. They could not use the sound contours. There was no patient consequence reported. Additional information was received on 17-apr-2024. Map shift was noticed after an initial voltage map of the left atrium was completed, the physician was taking flip points on the ridge and noticed it just did not feel right or match up with the map. After that he took his octaray catheter and went into the left superior pulmonary vein and confirmed that there indeed was a map shift. The octaray catheter looked as if it were in the left atrial appendage on our map but was in fact in the left superior pulmonary vein. They made an entire new map with octaray catheter. At no point did we re-initialize or have any errors pertaining to a map ship or patient movement. No fluoroscopy was being used in this case so metal values were not an issue either.